Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on july 14,2021, it was found that the foreign material came from the suction channel and it remained after brushing, and the suction cylinder was broken. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. The reported phenomenon may have occurred by incorrect reprocessing at the user facility, which caused lodged chemical residue in the channel. The foreign material may have been originated from chemical solution reside or body fluid of a patient. However, it cannot be specified.